Manufacturer narrative:
The manufacturer previously reported information received alleging the death of a patient while using the device due to respiratory failure with hypoxia, and copd. The device setting was weaning mode passive, peep 5, pressure support 15, and rise time 2. The customer inquired to, ¿when they did a download report the data did not match the ventilator data on the screen and therefore would like this unit evaluated to determine if there were any issues with the unit as a normal process. They are not claiming that this patient died as a result of a failure of this device.¿ although there is not an allegation that the device caused or contributed to the mentioned "death" the complaint has been reviewed by a clinical expert and confirmed, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was evaluated at the manufacturer's product investigation laboratory (pil). The investigation findings did not uncover any details that would change or modify the risk of the device. The pil powered on the trilogy evo, USA device utilizing the existing device settings and ran therapy for approximately 16 hours. The device operated without issue. Pil then post tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo, USA device operates as designed. Root cause not applicable.

Event description:
The manufacturer received information alleging the death of a patient while using the device due to respiratory failure with hypoxia, and copd. The device setting was weaning mode passive, peep 5, pressure support 15, and rise time 2. The customer inquired to, ¿when they did a download report the data did not match the ventilator data on the screen and therefore would like this unit evaluated to determine if there were any issues with the unit as a normal process. They are not claiming that this patient died as a result of a failure of this device.¿ although there is not an allegation that the device caused or contributed to the mentioned "death" the complaint has been reviewed by a clinical expert and confirmed, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.